Event description:
According to dr. (B)(6), the dental implant was placed on (B)(6) 2025. The patient returned for follow-up on (B)(6) 2025, at which time clinical examination revealed an abscess with purulent discharge at the implant site. Incision and drainage were performed, and the patient was prescribed antibiotics. The patient presented again on (B)(6) 2025, reporting that on the morning of (B)(6) 2025, she felt the implant begin to loosen, and by that evening, she could no longer feel it in her mouth. The patient stated that she was uncertain whether she inadvertently swallowed the implant. A periapical radiograph confirmed the absence of the implant.